Event description:
It has been reported to philips that the system would not boot up. The system has to be turned on from the cabinet computer. The system was not in clinical use. There was no reported patient or user harm. A philips field service engineer (fse) inspected the system onsite and replaced the bios battery and re-configured de bios data. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Upon functional testing fse identified battery bios in the host pc was defective so the pc was unable to complete the start-up sequence. The fse replaced the bios battery and re-configured the bios data. After this, the device was returned to use in good working order. The codes were updated based on the investigation outcome.